Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the preparation, prior to the sedation air was noted inside the flush port, it was noted when the dilator was removed from the sheath. No fluid or blood leak were observed. No air was observed inside of the patient. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The "visible air/bubbles" allegation was not able to be confirmed. Device history record (DHR) review: the DHR for cl14671 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was completed and confirmed that the event of visible air/bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Label review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. The device was not returned for analysis; therefore, the reported event was unable to be confirmed. Product record review revealed no additional information related to the complaint. The conclusion code "cause not established" was selected as the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the preparation, prior to the sedation air was noted inside the flush port, it was noted when the dilator was removed from the sheath. No fluid or blood leak were observed. No air was observed inside of the patient. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.